Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the door switch was not making contact. The door switch was adjusted. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported when the gantry was closed, the door open message would stay on and the gantry could not be rotated. This issue was noted outside of a procedure, and there was no patient involvement.